Event description:
It was reported by the pt's daughter, an angio-seal was used to seal the right femoral arteriotomy following a coronary angiogram. The pt was admitted with chest pain prior to doing the coronary angiogram; the coronary angiogram was normal. The next day as the pt was dressing prior to discharge, the pt experienced pain in the right groin. The pt was given pain medication and a CT scan of the abdomen and pelvis revealed a pseudoaneurysm in the right groin. The pseudoaneurysm was treated with an ultrasound guided thrombin injection (dose unk). The pt was discharged. The pt continues to have difficulty with ambulation and ecchymosis at the groin, leg and abdomen areas. The pt will follow up with a medical doctor.

Manufacturer narrative:
No product was received for evaluation. Review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause of the pseudoaneurysm could not be conclusively determined. The angio-seal instructions for use (IFU) caution that an av fistula or pseudoaneurysm are possible risks or situations associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed.